Event description:
In the same year, and had changed from 2000hms to 2090hms since then. And in the latest device check, it was 2470hms on (B)(6)2021. During the device check on the reported day, polarity switch ((B)(6)2021) was confirmed, the sensing integrity counter (sic) was 824 count, pacing threshold was changed from 0.4ms to 1.sv, there were some twitching symptoms at setting of 3.sv, it was changed to pulse width 0. 7ms, the setting was changed to 3.0v0.7ms at threshold of 1.25v. There was no twitching symptom. In addition, noise minus was confirmed by some actions, such as raising the upper limb on the implantation side and compressing the implantation part. No noise episodes in episodes, the sense polarity was bipolar, and the output will be checked after 3 months next time after changing the above settings. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).